Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated. Visual inspection of the device revealed saline residue as well as procedural tissue debris within the suction tube. The active tip also showed visual signs of activation. The suction failure could not be tested, therefore this device was forwarded to the supplier for further investigation. The supplier evaluated the device. The device as presented showed no external issues, passed all electrical tests and functional tests with no issues noted. The original complaint of ¿no suction¿ could not be replicated therefore, this complaint is not confirmed. The flow rate was checked at a similar pressure 200mb (150mmhg) replicating the customer device conditions when the complaint originated and was found to be a flow of 176ml/min through the device. There is no specification available for this suction pressure, but it should be noted that the value of 200mb (150mmhg) from the independent suction is below the recommended value. Possible root cause for this failure could be application error from user not following IFU instructions. IFU 118014 states (¿for electrodes with suction, attach the suction adapter to standard hospital suction equipment. Ensure that the roller clamp is open, and vacuum is in the range of 300 mmhg to 700 mmhg¿). It should be noted that the complaint mentioned 5 devices were used, however only one device was returned for evaluation to the supplier. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatches: 1221934-2018-53926, 1221934-2018-53927, 1221934-2018-53928, 1221934-2018-53929. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The affiliate reported via email that there was no suction. No adverse consequences to the patient. Completed with a same like product. The following additional information was received via email by mitek complaints on (B)(6) 2017: the procedure was a knee arthroscopy and the issue was detected just after starting to use the electrode. Yes all five electrodes were involved in the same case and an alternative electrode from a different lot was available. There was a delay of 6 to 15 minutes and independent suction 200mb was used.